Event description:
As reported, this patient had a initial right tka on (B)(6) 2022. The patient presented with an infected knee and the poly was exchanged during an I&d procedure. A new poly was implanted. The patient was last known to be in stable condition following the event. The device is not returning as it is against hospital policy.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 02-012-60-1425 - logic stem ext 14mm x 25mm sn: (B)(4), 02-020-11-0325 - truliant ps cem fem ps cem right sz 2.5 sn: (B)(4), 02-022-45-2520 - truliant tray, cem sz 2.5f/2t sn: (B)(4), 200-07-29 - advanced patella 29m 3 peg implant sn: (B)(4), 201-78-15 - holding pin mini sharp point 4 pk sn: (B)(4), 204-70-00 - tibial stem ext. Screw sn: (B)(4), 521-78-23 - threaded pin size 2.3 collared 2pk sn: (B)(4), sn: (B)(4), 521-78-32 - threaded pin size 3.0 collarless 2pk sn: (B)(4), 521-78-36 - threaded pin size 5.1 collarless 2pk sn: (B)(4), a10012 - gps implant kit v2 sn: (B)(4).

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision for infection cannot be conclusively determined, patient conditions.